Event description:
During an attempt to advance and deploy a coronary stent with delivery system to the target lesion site in the pt's right coronary artery, the stent became dislodged from the balloon catheter embolizing to an unknown location in the pt's body. Subsequent ultrasound revealed that the stent was located in the mid right coronary artery. There were no clinical sequelae reported relative to this event.